Event description:
It was reported that the patient's carelink monitor (clm) was not getting the green power light with the power cord connected in the outlet so a new power cord was sent to the patient. However, upon receipt the new power cord the clm still was not getting power therefore a new clm will be issued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: model number was made to reflect correct model as 2490c8.

Event description:
It was reported that all of the indicator lights on the carelink monitor were blinking, and it would not reset. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.